Manufacturer narrative:
This report is for an unknown helical blade/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the helical blade did not go through the nail; it went behind the nail. The nail subsided a little bit and had to revise in the morning. The helical blade was taken out and reattach to the aiming device. A lag screw was put through the 10.5mm hole of the trochanteric femoral nail advanced (tfna) nail. It is unknown if there was a surgical delay. Procedure and patient outcome are unknown. Concomitant devices reported: aiming device (part/lot unknown, quantity 1), lag screw (part/lot unknown, quantity 1). This report is for an unknown helical blade. This is report 1 of 2 for (B)(4).